Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead helix would not fixate and dislodged multiple times. It was also reported that the helix was bent and body tissue was attached. The lead was not used. A replacement lead was used instead. No patient complications have been reported as a result of this event.